Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient reported paresthesia in the wrong location, pain, and uncomfortable stimulation. The stimulation was in the wrong location so that patient¿s implantable neurostimulator (ins) was changed out because the stimulation was hitting the s2 nerve and going down the patient¿s leg on all 4 programs. The patient¿s healthcare professional (hcp) told the patient to contact a manufacture representative (rep) to get additional programming, but it was advised that the hcp contact the rep. The patient would follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.